Manufacturer narrative:
The instrument accessory was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the teflon pad was damaged such that the teflon pad was split into two pieces. There are no material removed. Evidence not conclusive, but teflon pad damage may be due to likely mishandling/misuse. No other damage was found. The da vinci harmonic ace curved shears instructions for use specifically states: general precautions and warnings - avoid contact with any and all metal or plastic instruments or objects when the device is activated. Contact with staples, clips, or other instruments while the device is activated may result in cracked or broken blades, which may be identified by a generator solid tone or an instrument error. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument accessory teflon pad could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci gastrectomy procedure, the customer noted that 60 minutes into procedure, tips broke on the harmonic ace® curved shears insert instrument accessory. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.